Event description:
The tornier shoulder outcomes study's patient experienced a revision surgery due to issues with loosening/lysis. During the procedure, a glenoid sphere was removed and replaced with a reversed-lateralized glenosphere that was 3mm larger (39mm). An additional update revealed that the tornier hrs ars741701 was also removed during the surgery.

Manufacturer narrative:
The reported event could not be confirmed. The device was not returned. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. H3 other text : device disposition is unknown.

Event description:
The tornier shoulder outcomes study's patient experienced a revision surgery due to issues with loosening/lysis. During the procedure, a glenoid sphere was removed and replaced with a reversed-lateralized glenosphere that was 3mm larger (39mm). An additional update revealed that the tornier hrs ars741701 was also removed during the surgery.